Event description:
It was reported that the pt had progressive difficulty with recharging the device. The device was in an over-discharged state and a trickle charge could not be obtained. The device was explanted and the pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed the device had been overdischarged, and reported this was the second time the device had b een in an overdischarged state. A physician mode recharge was attempted but was unsuccessful in resetting the device.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins has reduced battery capacity due to overdischarge. Telemetry was restored with the device after one physician mode recharge. Final analysis of the extensions revealed no significant anomalies, extensions were cut through, suspected explant damage.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.